Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the patient was believed to have a return of symptoms and felt like the device needed to be turned down. The patient¿s healthcare provider inquired on receiving a physician programmer. No further complications were reported.